Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 54124 were returned and analyzed. The data files showed at least 13 applications were performed with a balloon catheter on the date of the event and system notice 50032 ¿compromised outer vacuum¿ was triggered on two applications. Additionally, the data files also showed 9 applications were performed with a different balloon catheter and the same system notice was triggered on one application. Visual inspection and functional testing of the sheath showed the shaft was distorted and twisted at the distal end. In conclusion, the sheath failed the returned product inspection due to the shaft distortion and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noticed that the sheath was "probably corrupt". The sheath was not replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.